Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was not impacted for the past event. However, the user's bg level was elevated with large ketones at the time of the report. The exact bg value was not provided. The user loaded a new cartridge successfully and the user would deliver a bolus to address bg level/ketones.